Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and loss of capture (loc). Surgical intervention was undertaken. The lead was surgically abandoned and was not replaced as the patient was downgraded to a dual chamber implantable cardioverter defibrillator (ICD) during the procedure. No additional adverse patient effects were reported.